Event description:
The customer reported that the info center did not alarm for a pt incident.

Manufacturer narrative:
The customer reported that the info center did not alarm and emergent care was required. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)